Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 107 mg/dl and 66 mg/dl. On the same day at a different time, the customer received the following results on the mobile system within 10 minutes: "hi" mg/dl, "hi" mg/dl, 144 mg/dl, and 100 mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.